Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after subcutaneous closure of knee and hip, the suture tore. It was noted that there was an extension of the patient's hospital stay due to the issue. There was no patient injury.